Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported an intraocular lens (iol) that was non conforming. Additional information was provided by a certified surgical technician that during an intraocular lens (iol) implant procedure there was a hole in the capsule, the incision had to be enlarged and a vitrectomy was performed.